Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the surgeon felt that the valve was bent. Upon collection and inspection from the manufacturer representative, the valve was indeed to be found damaged. The surgeon advised that it was like that upon opening. The case proceeded with the use of another valve of the same model.